Manufacturer narrative:
The device passed functional test, including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The device functioned properly. The device was received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
The customer's mother reported via phone call of her son's insulin pump being cracked. The customer's mother states hospitalization for high blood glucose. The customer's blood glucose level at the time of incident was over 600mg/dl. The mother states the location of the crack is on the reservoir compartment. Troubleshoot was not able to be done, due to the mother not having the device on hand. The mother was advised to call back when she has the serial number, so the device can be replaced. The device is being replaced.